Event description:
On (B)(6): customer states during an unk urology procedure on a pt the system fluoro failed. Customer had to reboot system as undetermined amount of times before fluoro functions could be continued. After rebooting system fluoro functioned and procedure was completed. No pt injury to report.

Manufacturer narrative:
Field service engineer (fse) troubleshot complaint that fluoro turned off and found this was happening when the collimator intermittently sent out a 'not ready' message. This message would trigger the safety interlock preventing fluoro. Fse found the problem was due to the occasional sticking of the collimator blades. Fse resolved this issue by lubricating the sticking blades. The fse then verified proper operation in accordance with hut service checklist and unit was returned to full service by the customer.